Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received excessive no delivery alarms. Customer had high blood glucose of 550 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2017. Customer did not go to the hospital but did contact healthcare professional. Customer reported that drive support cap appeared normal. Troubleshooting was performed for no delivery alarm and customer reported that issue was resolved with a complete set change. Insulin pump passed high pressure test. Insulin pump would be replaced per customer's request.